Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer, of an interlink continu-flo solution set, became disconnected from the tubing. This occurred while priming the device. The reporter stated that she observed a kink in the tubing near the component that had become loose. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.